Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.

Event description:
Dental assistant reported that at uncovery the implant came out of site. Patient is reportedly fine.